Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of the device getting hot. Evaluation indicated that the device was not running when received therefore pre-repair temperature testing could not be performed. The motor of device seized and the cable failed the earth resistance test. Service and repair (s<(>&<)>r) disassembled the housing and found that the seals and bearings were worn. S<(>&<)>r also found that the motor and housing were corroded with dried saline. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that pre-operative when the device was plugged in, it was getting hot. There was no patient impact.